Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the transcatheter aortic valve evfxplus-29, upon the initial deployment attempt, the depth was too high. Following the final release of the valve inside the left ventricular outflow tract, the valve dislodged. Moderate aortic insufficiency was observed. Subsequently, a non-medtronic valve was implanted.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H4. H6. Product analysis image review: the suspect device remains in the patient and the patient's summary was not provided for anatomical review. However, procedural images, including three fluoroscopic images, were submitted to medtronic for review. Imaging showed the ncc implant depth and commissure orientation check in the cusp overlap view. A second image showed the lcc depth check in open arch left anterior oblique view. The third image showed the evolut bioprosthesis dislodged into the left ventricle. If deployment was executed after the second image was taken, without further projection adjustments, it must be noted the implant team did not correct the view for parallax which poses a risk since a reliable lcc depth assessment cannot be done ¿ and is not in line with medtronic best practice recommendations. Nothing was reported about the deployment technique, specifically speed, system tension, etc., or any complications the implant team may have faced during final deployment. Without further information, at this point, a device relationship cannot be established. Prosthetic valve migration/embolization is listed in the device instructions for use as one of the potential adverse events and repo sitioning precautions. Valve migration / dislodgement can occur due to a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold in the valve frame, implant technique, or post-implant balloon dilation complications. Corrected data: d. Suspect medical device full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the transcatheter aortic valve evfxplus-29, upon the initial deployment attempt, the depth was too high. Following the final release of the valve inside the left ventricular outflow tract, the valve dislodged. Moderate aortic insufficiency was observed. Subsequently, a non-medtronic valve was implanted. Additional information was received to report a non-medtronic (safari) guidewire was used and the starting point of deployment was at the bottom of the pigtail catheter. Clarification was also received to correct the initial deployment depth was too deep and not too high as previously documented. The depth of the valve was 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc); the valve dislodged toward the ventricle. Following dislodgement, the implant depth was 6mm on the ncc and 6mm on the lcc with noted paravalvular leak. Per the physician, the patient's anatomy did not contribute to the dislodgement.